Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that, on 2014-(B)(6), the patient began to hear a pump alarm every hour. The alarm was determined to be due to the elective replacement indicator (eri). It was indicated that the eri occurred prematurely. The patient planned to schedule a pump replacement with her healthcare provider (hcp). It was noted that the patient had a pump refill on 2014-(B)(6) and, at this time, the eri was scheduled to occur in less than one month. It was also noted that the patient typically had a refill every 25 days. The patient did not experience a change in therapeutic effect. The device system was used to deliver dilaudid. If additional information is received, a follow-up report will be submitted.